Manufacturer narrative:
The pump was not returned to the manufacturer for evaluation as it remains in use supporting the patient. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 10 months post implant, the vad coordinator reported that the patient experienced episodes of epistaxis. The patient became non-compliant with their medication regimen as a means to "self-manage" these episodes. The patient is ongoing on lvad support.